Manufacturer narrative:
After further review the acetabular cup was reported in error. The article indicates no acetabular cups were revised for the reported pain or infection.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿modular femoral sleeve and stem implant provides long-term total hip survivorship¿ by david le, md., et al, published by clinical orthopaedic related research (2011), vol, 469, pp. 508-513, was reviewed. The authors study whether such a modular femoral sleeve and stem implant used during tha could provide (1) high long-term survivorship; (2) radiographically stable implants without radiolucencies, stress shielding, or osteolysis; and (3) high clinical scores in patients 15 to 20 years after a primary tha. Implanted products: s-rom stem and sleeve, 14 duraloc cup, 12 aml cups, and 5 competitor articulating surfaces. The femoral head manufacturer was unknown and is assumed to be a depuy product. Results: all serial radiographic results were done over a 20-year follow-up 9 hips radiographically identified ad varus, 3 in valgus 2 femoral revisions for late infections 1 revision for dislocation 18 cases of osteolysis attributed to wear debris- 6 needed revision of the liner. Cup was left in situ. 2 cases of moderate pain at 20 years follow-up. 26 cases of radiolucent lines and/or stress shielding- no revision required. The stress shielding was prominent around the femoral sleeve. 74% of cases showed some form of cortical bone loss at final follow-up. There were no cases of aseptic loosening. There were no cases of distal stem osteolysis. There was no evidence of metallic wear debris in any case. The cortical bone loss is attributed to osteoarthritis present at time of index tha. There were no unstable femoral components. All components were well-fixed at final follow-up. No cups were revised in this study. Captured in this complaint: duraloc cup, aml cup for pain and infection- no reported product problem polyethylene liner revised for wear, pain, osteolysis, and joint dislocation-implant dislocation/hip. Unknown femoral head for osteolysis, infection, joint dislocation- implant dislocation/hip. S-rom augment for bone injury (stress shielding), pain- device migration to varus/valgus. S-rom stem for pain, infection, bone injury (stress shielding), implant migration to varus/valgus. "